Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient visited the emergency room on (B)(6) 2026 due to low blood glucose levels, as the patient was not disconnected during the rewind/prime sequence. The patient was treated with the insulin pump. The duration of the visit was five hours, and the infusion set had been in use for 3 days. No further information is available.

Manufacturer narrative:
E1; patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.